Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that this pulse generator appeared to exhibit premature battery depletion. This device is expected for return to boston scientific. There wree no associated adverse patient effects beyond the unplanned surgical intervention.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific, but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
--